Event description:
The reporter stated the surgeon inserted a 21.0 diopter aa4204vl silicone single piece lens and the capsule bag ruptured. The surgeon had difficulty removing the iol and the iol was torn. An anterior vitrectomy was performed and a different type lens was implanted. Two sutures were required to close the incision. The reporter stated the cause of the capsule tear may have been due to the injector/plunger but patient movement during the surgery was also a contributing factor. This facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. It should be noted that the injector, lens and cartridge were not returned for evaluation.